Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm on (B)(6) 2024. On 03/01/2024, the patient¿s dexcom wearable failed and had no bg meter to use as a back-up. No patient symptoms were reported. At an unspecified time, the patient¿s daughter took the patient to the emergency room. The patient was treated for diabetic ketoacidosis (no specific medication/treatment was specified). The patient was hospitalized for approximately 2 weeks. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.